Event description:
It was reported by service report that during preventive maintenance, the tech found that the hydraulic jack is leaking. It is unk if there was pt involvement or if there are adverse consequences to report.